Event description:
The customer reported the probe was plugged with the cap. When the cap was removed, it broke. The plastic crumbles and falls into small pieces. Per additional information provided by the customer on (B)(6) 2024, when they refer to the cap, they are referring to an anti-reflux valve with an unknown item code and lot number.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for investigation, but a photo was provided. The photo was evaluated, and the reported condition was observed. However, without further technical investigation through analysis of the affected device, the root cause could not be determined at this time. The appropriate personnel have been notified of the reported condition, to raise staff awareness. We will continue to monitor related reports to determine if additional actions are necessary.